Event description:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs) USA, alleging that the onetouch lancing device will no longer works because the cap is loose and cocking is not functioning. This complaint is classified according to the documentation of the customer care advocate. The patient does not take any medication to manage her diabetes. According to the reporter, the issue began on (B)(6) 2013, in the am part of the day. After the issue began, the patient reportedly exercised to manage her diabetes. Subsequently on (B)(6) 2013, the patient was tested at the doctor's office and obtained blood glucose reading of greater than 500 mg/dl. There was no report of any required hcp treatment at the time of concern. During troubleshooting, the patient confirmed there was no product misuse. The correct lancing device cap was used. The issues were not resolved with training. This complaint is being reported because the patient tested over 500 mg/dl two days after the lancing device issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs) USA, alleging that the onetouch lancing device will no longer works because the cap is loose and cocking is not functioning. This complaint is classified according to the documentation of the customer care advocate. The patient does not take any medication to manage her diabetes. According to the reporter, the issue began on (B)(6) 2013 in the am part of the day. After the issue began, the patient reportedly exercised to manage her diabetes. Subsequently on (B)(6) 2013, the patient was tested at the doctor's office and obtained blood glucose reading of greater than 500 mg/dl. There was no report of any required hcp treatment at the time of concern. During troubleshooting, the patient confirmed there was no product misuse. The correct lancing device cap was used. The issues were not resolved with training. This complaint is being reported because, the patient tested over 500 mg/dl two days after the lancing device issues began.